Manufacturer narrative:
UDI: unknown part number, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
Surgeon was testing shunts with monometers and when they didn't pass, would set them aside. He has (B)(4) to return to be evaluated. Rep is to file complaint with more information.